Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) nurse observed fluid leaking from the cassette door of the cycler in march, three months prior to calling technical services. The peritoneal dialysis nurse observed the fluid leak at the end of the treatment. Technical services advised to discontinue use of the cycler. The cycler was replaced. Additional information was solicited, but unavailable.